Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer reported via phone that the tampons she bought for her daughter were missing the strings. No injury was reported.